Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The root cause of the issue remains unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reiterated that the device was interrogated on (B)(4) 2017, in which it was found that contact 3 was out of range. The issue remains unresolved, with no further actions planned and no further complications anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the device was reprogrammed on 2017-july-17.

Manufacturer narrative:
(B)(6).

Event description:
Information was received from a healthcare professional (hcp) regarding a patient involved in a clinical study. It was reported that impedances for contact 3 were taken on (B)(6) 2017 and found to be high/out of range and > 10,000 ohms. No interventions were taken at the time of the report as the contact was not in use by the patient. No further complications are anticipated.

Manufacturer narrative:
Other applicable components are: product ID 3708695 lot# (B)(4) implanted: explanted: product type extension product ID 3587a-25 lot# 0210423286 (B)(4) implanted: explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp updated the signs symptoms to include that the patient did not experience any falls or trauma. The patient is programmed to 1- 2+, 240us, 50hz, 3.0v, which was changed to 4.0v at their last consultation. No further complications are anticipated.

Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID neu_unknown_ext lot# serial# unknown implanted: explanted: product type extension product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp provided the patient's programming prior to consultation as follows: 1- 2+, 240 usec, 50hz, 3.0v. This was then changed to 4.0v following consultation. There were no related patient symptoms.